Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. A 6.8 cm in diameter fusiform aneurysm was reported with an infra-renal angle of 25 degrees. Proximal aorta was 22 mm in diameter and 21 mm in length. Distal aorta was 30 mm in diameter. Right and left iliac arteries were 12 mm in diameter. The right and left femoral arteries were 8 and 12 mm in diameter, respectively. The right and left iliac arteries were moderately tortuous with 0% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 0%. The stent grafts were successfully implanted. The proximal end of the device was placed with the suprarenal stents crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximal to the internal iliac arteries. A reliant balloon was used. It was reported that the patient passed away. The cause of death is unknown.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), (cause of event is unknown). Conclusion: (cause of event is unknown).